Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -12.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2020. It was reported that the patient has lens opacity (cataract asc). It was also noted "the investigator discussed the development of anterior subcapsular opacities with the patient and the decision was made to monitor the vision for now". The problem is not resolved. Lens remains implanted. The cause of the event was reported as the device.

Manufacturer narrative:
Additional data: h6-health effect- impact code: "4614" and "2199" should be removed and code "4627" and "4625" should be added. H6-health effect- clinical code: "2140" and "2137" should be added. H6- medical device problem code: "1401" should be added. B5-the reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens of diopter -12.00 into the patient's left eye (os) on 03/june/2020 as a backup lens. On 09/may/2022 lens opacity cataract (asc) was observed. The patient also experienced blurry/hazy vision. On 29/aug/2023 the lens was explanted and phaco-emulsification (cataract surgery) & iol implantation was performed. The problem was resolved. Additional information provided: "subj initially reported blurry & hazy va os at v7 (09may22). Pi noted an asc os. Pi & subj decided to monitor. At v8 (28jul23), subj reported va had worsened, esp in bright lights. Pi & subj decided to proceed w/ cataract sx os.sae event summary 2 : subj had uneventful icl explant & simultaneous cataract extraction surgery on (B)(6) 2023. Ucva os improved to 20/12.5 at 1 day po. Site will cont to follow subj to ensure healing and stability". The cause of the event was the device. (B)(4).

Manufacturer narrative:
Claim#: (B)(4).